Event description:
It was reported that the right ventricular (rv) lead had insulation damage. The insulation integrity was questioned as current was high when lead was tested between rv pacing and rv coil. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.